Event description:
Patient had aortic endograft placed two years ago. Doctor took films showing the device had migrated down the aorta causing an aneurysm proximal to the stent. Aortic stent removed and new different graft was implanted.company rep has come and been made aware that the explant will be held for 45 days in pathology in formalin. After that time they may have access to get it.